Manufacturer narrative:
Based on the current information provided, the cause of the operative complication cannot be determined. Isi has not received the instrument involved with this event for failure analysis evaluation. A follow-up MDR will be submitted if additional information is obtained. A system log review was performed for this procedure and found no relevant errors were observed during this procedure or a summary of relevant errors that were observed. No image or video clips for the reported event were submitted by the customer for review. This event is being reported due to the following conclusion: upon completion of a da vinci-assisted adrenalectomy procedure, the instruments were withdrawn from the docked arms. The monopolar curved scissors (mcs) tip cover accessory was dislodged. During the search, a third-party trocar was used and lacerated the liver which resulted in a superficial hematoma. Follow-up was attempted, but the missing patient information was either unknown, unavailable, not provided, or not applicable. The expiration date is not applicable. Implant date is blank because the product is not implantable. PMA/510(k) number and adverse event are not applicable.

Event description:
It was reported that the patient underwent a da vinci-assisted adrenalectomy procedure. Upon completion of the procedure, the instruments were withdrawn from the docked arms. The monopolar curved scissors (mcs) tip cover accessory was dislodged. The surgeon and his team started to search for the missing mcs tip cover accessory under laparoscopic guidance and a third-party laparoscopic trocar was used. During the search, the said trocar lacerated the liver. Direct pressure was applied using surgical gauze to the lacerated liver. A superficial hematoma was observed, and no active bleeding was reported. The mcs tip cover accessory was found inside the trocar. The surgeon confirmed that the mcs tip cover accessory did not fall into the patient and was retrieved from the trocar. The issue caused a delay of less than 15 minutes. It was reported that the mcs tip cover accessory was intact, with no physical damage and was seated appropriately prior to use. There were no post-operative complications reported. The patient was subsequently discharged home after two days. There was no malfunction encountered while using the mcs instrument. The surgeon believe that the da vinci system, instrument or accessories did not cause or contribute to the reported adverse event.